Event description:
It was reported that the patient experienced chest pain and presented in the emergency room. Upon chest x-rays and cat scans it was discovered the patient had a right hemothorax and perforated lateral wall if the right atrium. The right atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.